Manufacturer narrative:
The event occurred in (B)(6) 2018. The user facility submitted medwatch (B)(4) for this event. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the part of tubing near the proximal end connector port (port that connects to patient) had fallen out¿ of a clearlink duo-vent continu-flo solution set. This was noted when the nurse was about to begin priming the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date 02/23/2018 - 02/24/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.